Event description:
It was reported that the patient's right atrial (ra) lead exhibited high capture threshold measurements. No intervention or patient condition was reported.

Event description:
New information received notes that the event was initially observed in the clinic. The patient was in stable condition.